Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. The ventilator's active exhalation control module, ac inlet connector, mounting brackets, and bottom case were replaced due to physical damage consistent with the device being dropped.

Event description:
The manufacturer received information alleging a ventilator was alarming for low tidal volumes. There was no harm or injury reported.